Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reported constant glare and distance at near, both night and day. The patient also reported blurry vision, trouble focusing, and halos around lights. The patient reports having a "brain disconnect" that does not allow his brain to recognize what an object is. Slit lamp examination revealed trace cloudy posterior capsules bilaterally. The patient is being treated with medications. The surgeon reports outcome of event for this patient as "excellent". There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/09/2008 and 06/11/2008 by fax, mail and phone. Patient records and a completed questionnaire were received. This report was mailed to FDA on: 07/03/2008.